Event description:
The dexcom g7s are great sensors when they work or are accurate. I have had numerous ones be way out of range from where my actual blood sugar is (according to a finger poke.) If trusting the device to make accurate decisions with insulin could become more life threatening. The dexcoms have been more than 30% off. There are numerous other diabetics ranging in age and sex also having similar problems. The sensors are also failing at a high rate without reason. Dexcom is also only willing to replace 3 sensors a year, which isn't enough for the faulty sensor batches that have been out lately. Some of the dexcom g7s will not accept calibrations either.